Event description:
(B)(6) study: it was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted post bav. The aortic valve was then treated with deployment of a 27 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Post procedure/discharge transthoracic echocardiogram on (B)(6) 2019 revealed aortic valve area 3.0 cm2, mean aortic pressure gradient was 10 mmhg, left ventricular ejection fraction was 50%. No aortic regurgitation was noted. The patient was discharged on aspirin and clopidogrel. Post procedure summary: 1-day post index procedure, the patient developed new lbbb. No action was taken to treat the event and no diagnostic procedure were performed for the event. At the time of reporting, the event was considered to be not recovered/ not resolved.